Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous graft vessel. An fg sv/5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.